Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece was tuned twice and following there was no phacoemulsification power. This occurred prior to a surgical procedure.

Manufacturer narrative:
The customer reported that the phaco handpiece had no phaco power after tuning twice. There was no patient harm. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The phaco handpiece was connected to a calibrated (B)(4)vision system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet alcon specifications per manufacturing test procedure (mtp). The customer reported event was not confirmed. The phaco handpiece was manufactured on november 16, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The handpiece was found to meet product specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).